Event description:
It was reported that pump battery depleted by approximately 75 to 80 percent each day. There was no reported impact to the customer¿s blood glucose level. Customer declined further assistance, no additional details were obtained, pump logs were not available for review, and case was closed with no further action taken.